Event description:
The pt called lifescan and alleged the one touch ultra meter and displayed error 5. No medical treatment was received and no action was taken following attempted use of the meter. The customer care representative performed troubleshooting and error 5 still displayed. There is indication the product malfuctioned. The meter and test strips were replaced.